Event description:
The surgeon also reported in a questionnaire that the iol exchange was performed due to power and not problems with the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating the patient did not have an explant and the information provided was for the wrong patient.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced sensitivity to light. The iol was exchanged for another lens three months following the initial implant procedure. Additional information has been requested.